Manufacturer narrative:
This report is submitted on september 21, 2020.

Event description:
Per the clinic, the rechargeable battery of the sound processor was found to have allegedly leaked fluid. There was no allegation of serious injury associated with the issue and replacement equipment was sent to the patient. The rechargeable battery has not been returned to the manufacturer as of the date of this report.